Manufacturer narrative:
The other four proglide devices referenced are filed under separate medwatch report numbers. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with five proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional endograft procedure. Reportedly, all five of the proglide devices did not feel right during deployment, the access site was a high stick in a large patient. A cut down was performed and all of the sutures were in the tissue tract, not in the artery. The sutures were removed and the endograft procedure was completed. Hemostasis was achieved by surgical suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.